Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the stylus did not function with the touch-screen of the device. It was noted, however, that after powering the device on and off and opened and closed several times, the stylus and cursor on the screen of the device were misaligned. The stylus was recalibrated to the touch screen. It was also noted that the right keyboard hinge was broken, and the keyboard slide cover was missing. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not allow selections to be made with the stylus pen. New pens were attempted to see if that would resolve the issue, but the problem persisted. It was also reported that software was not able to be removed from the programmer because of the stylus issue. The programmer has been returned for service. There was no patient involvement.